Event description:
It was reported by clinical staff at the hospital that: "the guide wire coiled and fell apart and could not be removed and had to be taken to chest x-ray and hemodynamic consultation for removal." Additional information provided by the clinical staff at the hospital: "the guidewire was found to be frayed after it was inserted into the vessel. When the guidewire was removed while the catheter was inside, it came out frayed. Subsequent activity made two more jugular punctures and the patient died because he was very unstable and went into cardiac arrest. Patient date of death (B)(6) 2024. Cause of death: cardiorespiratory arrest following pericardial window. The patient was admitted at 1:00 a.m. And died at 2:00 p.m. In the inquiry to the intensivist, she mentions that the device did not potentially contribute to the death of the patient, however she felt the guidewire was very soft and when removing it was when it began to unwind."

Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4).

Event description:
It was reported by clinical staff at the hospital that: "the guide wire coiled and fell apart and could not be removed and had to be taken to chest x-ray and hemodynamic consultation for removal." Additional information provided by the clinical staff at the hospital: "the guidewire was found to be frayed after it was inserted into the vessel. When the guidewire was removed while the catheter was inside, it came out frayed. Subsequent activity made two more jugular punctures and the patient died because he was very unstable and went into cardiac arrest. Patient date of death (B)(6) 2024, cause of death: cardiorespiratory arrest following pericardial window. The patient was admitted at 1:00 a.m. And died at 2:00 p.m. In the inquiry to the intensivist, she mentions that the device did not potentially contribute to the death of the patient, however she felt the guidewire was very soft and when removing it was when it began to unwind."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.